Manufacturer narrative:
The device has not been returned to (B)(4) for analysis, and the lot was not provided. Without a sample, it is not possible to perform any tests to determine if the device met specifications or determine the cause. Solventum will continue to monitor.

Event description:
On 11-aug-2025, the following information was reported to (B)(4) that a complaint had been filed in the superior court of the state of (B)(6), county of (B)(6). In that complaint prepared by attorneys for the plaintiff, the following information was reported: ¿on or about (B)(6) 2024, plaintiff underwent a reverse ball-and-socket total left shoulder replacement surgery at the (B)(6), operated by the department of (B)(6). During the procedure 3m¿ ioban¿ 2 antimicrobial incise drape (or other similar drape product manufactured and distributed by 3m) was used. Upon completion of the surgery, removing the drape caused significant difficulty as it adhered to plaintiff¿s skin, requiring forceful removal¿medical records document that during the surgery, the surgical team removed 3m¿ ioban¿ 2 antimicrobial incise drape from plaintiff¿s left upper arm, resulting in a skin tear measuring approximately 6.5 cm by 14.5 cm. A second skin tear on the inner forearm measured 0.2 cm by 1.3 cm. Providers directly attributed these injuries to excessive adhesion from the drape. Plaintiff had sensitive skin, combined with the improper application and removal techniques or defective product, contributed to an unnecessary bad result. It also caused a two-day hospitalization for post-operative care, wound consultation, and pain management for wound care, requiring antibiotics and extensive treatment. Following plaintiff¿s release, plaintiff underwent three months of bi-weekly wound care treatments, including the application of ointments, bandages, and mesh to assist in healing. Despite treatment, the wound left a permanent, indented, and disfiguring scar. Plaintiff experiences numbness, tingling, and tightness in the affected area, along with emotional distress and self-consciousness about the scar. The function in this area is affected.¿